Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and provided the caller with instructions for handling the replacement process, including returning the malfunctioning pump and updating the software in the new pump. The caller was advised to contact their healthcare provider for a backup insulin therapy plan.